Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in 2011. The inflatable penile prosthesis failed to inflate and the pump ceased due to fluid loss in (B)(6) 2018. A new inflatable penile prosthesis consisting of a18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the tubing from the pump block was found split and cracked.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 10:14 pm CT. The report number is being corrected from: 2183959-2018-61716 to: 2183959-2018-61032.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in 2011. The inflatable penile prosthesis failed to inflate and the pump ceased due to fluid loss in (B)(6) 2018. A new inflatable penile prosthesis consisting of a18 cm x 12 mm cylinders, pump, and reservoir were implanted. Additional information received indicated the tubing from the pump block was found split and cracked.

Event description:
It was reported that the patient had an inflatable penile prosthesis implanted in 2011. The inflatable penile prosthesis failed to inflate and the pump ceased due to fluid loss in (B)(6) 2018. A new inflatable penile prosthesis consisting of a18 cm x 12 mm cylinders, pump, and reservoir were implanted.